Event description:
Repair center: alleged alarming/red light and key is the rexroth valve is stuck. Additional malfunctions are the power switch has a short circuit, the poppet valve is not shifting, and the tie wraps for the tubing leak.